Event description:
Customer reported that the insulin pump was recently worn into a sauna. Customer reported that the insulin pump's light would not turn off and condensation was visible under the display. Blood glucose level was 138 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. Backlight also stays on during testing due to moisture damage on lcd board. No moisture damage on motor assy noted. (B)(4).